Event description:
Boston scientific received information that during a routine clinical follow-up, low out of range pacing impedance values and absent threshold measurements, were exhibited with this right atrial lead. During surgical intervention, the lead was unable to be successfully removed and as a result, surgically abandoned. Another boston scientific lead was implanted in the absence of adverse patient effects.

Manufacturer narrative:
Without a return of product and with no further information concerning this report expected, our investigation is complete. This investigation will be updated should further information be provided.